Event description:
One pt sample with discrepant pth results. Initial result gave 5000 pg/ml. Same sample repeated using different method gave result of 227 pg/ml. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.